Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The patient blacked out while driving due to cgm inaccuracies. The patient pulled over on the side of the road and was able to eat some candy and allow his sugars to go back up. Patient reported that cgm was reading 200mg/dl compared to the blood glucose (bg) meter which read approximately 40-50mg/dl. At the time of contact, the patient was fine. No additional event or patient information was provided. Product data was reviewed on 05/19/2016. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.